Event description:
It was reported that the lens was removed intraoperatively due to lens was not stable in the eye. The surgeon enlarged the incision to remove the lens and implanted an anterior chamber lens. Sutures were placed. Additional info has been requested. Please reference MDR #1119279-2014-00310 for the inserter used during the event.

Manufacturer narrative:
The lens has been returned to b&l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.